Event description:
Nurse was starting IV with bd #22 insyte angiocath (autoguard shielded catheter reference #381423 vein blew retracted needle by pushing button mech clicked and noted but needle did not retract and when removed stuck tip of left middle finger.